Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an internal review of data transmitted from the device indicated that a first phase short circuit protection (scp) occurred resulting in less than programmed high voltage energy delivery. Five subsequent high voltage therapies were delivered at the programmed energy and no additional scps were triggered. The high voltage data, lead data, and recorded egms did not show evidence suggesting the scp was due to a device or lead issue. Therefore, it is undetermined which part of the system was responsible for the scp. It was later identified that the patient is deceased and died on the date of the event.

Manufacturer narrative:
Product event summary: clinical data was reviewed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. A medical safety assessment was performed for this event. In summary, it is not possible to confirm if scp caused or contributed to the patient death nor if the triggering of scp was related to the device or related to the lead. Ventricular tachycardia (vt) occurred and on the first therapy delivery, a 0.4 joules shock, where the energy was programmed to be 40 joules, triggered scp, and then the five subsequent high voltage therapy deliveries were at the programmed energy. None of the shocks terminated the arrhythmia. There was a delay of about four seconds after the first therapy delivery to the second therapy delivery, and it is unclear if the delay contributed to the fatal event. There is probability of decreased percentage of conversion with the increased time to effective shock; there is also possibility the outcome would have been fatal even if six full energy shocks had been delivered. Consequently, the medical safety assessment could not conclude if the death was related to the products' performance. It was determined that the most likely cause of the event is related to a lead integrity issue, or related to the implantable cardioverter defibrillator (ICD) and unrelated to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.